Event description:
It was reported that the collimator closed down and the system would not display a usable image. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluate the system and reformatted the hard drive and reloaded software. The system operates as intended.